Manufacturer narrative:
Sensor 3mh00jh3wt0 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly. Observed cracked sensor neck upon visual inspection of the plug assembly. Sensor was reprogrammed and simvivo test performed. All results were within specification. The passing of the sim vivo test during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, the customer experienced symptoms described as "dizziness and loss of vision" and a loss of consciousness, and was unable to self-treat, requiring third-party administration of orange juice with sugar and novolog insulin for treatment. There was no report of death or permanent impairment associated with this event.